Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault, significant reduction of irido corneal angles. Eye 'ache' due to ciliary body compression was observed. On (B)(6) 2023 the lens was removed and on the same day different surgery a replacement lens of shorter length lens was implanted and the problem was resolved. Cause reported as patient related factor; device did not fail to perform as intended.

Manufacturer narrative:
Clinical code: 4581-significant reduction of ica. Eye 'ache' (assume due to ciliary body compression). Claim# (B)(4).